Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/17/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint of the unresponsive keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and no contamination or any other anomalies were found on the button contacts. The pump was opened and the keypad flex was found to be firmly seated in the connector with no signs of damage or contamination visible on the flex or connector. Unrelated to the complaint, evaluation revealed that the audio bolus button cover and plug were detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).

Manufacturer narrative:
(B)(4).